Event description:
Caller reported experiencing a cgm error code, which was identified as error 42, related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, which successfully resolved the error, allowing the caller to start their sensor session without further issues.